Event description:
Information was received from a consumer regarding an implantable neurostimulator (ins). It was reported that the patient was charging too often. The patient said it seems like the length of time between charges is shortening, it seems like they are charging a lot more often than they used to. Patient services reviewed how programs affect recharge interval. The patient said they turn it off at night and mostly sets and forget about it. The patient doesn't have a current health care provider and was sent listings in the area.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.